Event description:
The screwdriver will not rotate blade. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results indicate the screwdriver did not operate properly due to improper cleaning of the instrument.